Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing an altered mental status and had evidence of stroke on the head CT. The patient's chest CT showed hypodensities within portions of the anterior lvad cannula favoring a component of internal thrombus, with a larger area at the level of the aortic valve concerning for larger area of thrombus. The patient is being treated with heparin gtt.

Event description:
The patient was admitted to the hospital on (B)(6)2020 after being transferred from an outlying hospital where he was admitted for altered mental status and computed tomography head was negative.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The account submitted a log file for review. The system controller event log file contains data from 24aug2020 at 2:57:40 through 9:20:03. The log file was comprised of routine power cable disconnects and pi events which resulted in momentary decreases in speed per design. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Multiple attempts for additional information were made and no further detail was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02oct2019. The heartmate 3 lvas IFU is currently available. Section 1 list lists device thrombus, stroke, and thromboembolic events as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.